Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they required medical attention for low blood glucose. Blood glucose reading was unknown at the time of event. It was reported the paramedics were called because the customer was passed out. It was also reported the insulin pump had dark purple spots on the screen, preventing the customer from seeing. The customer could not be contacted for further questions. The insulin pump will not be returned for analysis.